Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg >600 mg/dl). Ketones were large and considered as being dangerous by a healthcare provider. A bolus via the pump and insulin injections were administered to address bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.